Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported false downstream occlusion alarm which was reproduced. A review of the event history log identified multiple downstream occlusion alarms. The reported condition was verified. The cause was determined to be the force sensor was out of calibration. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false downstream occlusion alarm during testing. There was no patient involvement. No additional information is available.